Manufacturer narrative:
(B)(4). Upon carefusion's investigation, a follow up medwatch will be submitted.

Event description:
A burnmark was caused by our skin probe (1017eu) it was placed on the small baby. It¿s not exactly clear for how many hours (no longer than 12 hours). They used the probe the right way, covered with nothing, even though it looks like a square. Feedback that I got regarding our probe (this is a more common complaint) -probe is not flexible -sharp -difficult to position and easy to get loose.

Manufacturer narrative:
This supplemental is being filed due to a retrospective review of MDR submissions. (B)(4).

Manufacturer narrative:
(B)(4). Investigation results: no sample was received for evaluation. A picture of the injury was included. A review of the documentation of internal manufacturing device history records could not be reviewed due to no lot number being reported. Discrepancy reports from (B)(6) 2012 through (B)(6) 2014 were reviewed and no discrepancies related to the part number were found. An investigation on the sample in the incident could not be conducted because no sample was returned and no lot number was provided. The supplier was notified of this issue. The supplier did not detect any manufacturing errors through their investigation. Review of the evidence and information provided shows that it is unlikely the reported event was caused due to a malfunction of the vital temp device. The most probable root cause of the injury was caused by improper product use and/or due to preexisting medical conditions of the patient.